Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, a minimum fill notification occurred after the user filled the cartridge with approximately 100 units of insulin during the load sequence. During troubleshooting with technical support, the malfunction alarm was cleared, and a new cartridge was loaded to resolve the issues. Customers blood glucose level was 87 mg/dl.